Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-08700, reference MFR report: 1627487-2012-1380, reference MFR report: 1627487-2012-1381. The pt had four leads implanted. Two leads had the same lot number. We are reporting on all four leads since we are unable to determine which one was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.